Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to undersensing of r-wave and increase in capture threshold.